Manufacturer narrative:
Concomitant medical products: w4tr01 crt-d, implanted: (B)(6) 2018; 4298-88 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising, high and unstable thresholds in addition to non-capture at maximum output. Reprogramming was carried out and the lead remains in use. No patient complications have been reported as a result of this event.